Event description:
Additional information was received from the patient stating the cause of the recharging issues was they couldn't find the match on their lower back with the recharger. A manufacturer representative (rep) helped them find a location that would connect with the recharger. They are now getting good connection and the issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reports they are not able to get a good or excellent connection with the recharger, starting yesterday. Patient reports they see the battery at 50% and then the low number is 0 and the high number is 1. The handset is charged to 98%. Agent reviewed how to reposition the antenna and patient reported they have a hard time getting the right position on their own. Patient did not have anyone present with them to assist. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Upon further review, patient stated that this morning was when they went to charge and were not able to start a proper charge session. No symptoms were reported.